Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (11) years since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the nozzle. There was no physical damage to the location of the foreign material. Therefore, the cause of the material remaining in the device could not be determined. According to the methods for procedure in line with the instructions for use below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿evis lucera gif type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.